Event description:
Boston scientific received information that upon device interrogation a a message to check the right ventricular (rv) lead presented. The intrinsic r waves were 1 mv and there were high pacing threshold measurements. A chest x-ray was performed and confirmed the rv lead had dislodged from the outflow tract to the rv apex. The patient was pacing in the left ventricle. A revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.